Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The patient underwent wherein the ipg was explanted and the explanted ipg will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076338/7076411.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The patient underwent a procedure wherein the ipg was explanted and the explanted ipg will not be returned. Additional information was received that the patient had an infection.